Event description:
It was reported that an alert for device in back up vvi mode was received. The device code was downloaded successfully. The patient condition was good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.